Manufacturer narrative:
The end-user in this event did not obtain the suspect product directly from conmed corporation. This end-user obtained the involved device through a distributor, (B)(4). The lot number of the suspect product, 1010294, is a lot number that was part of a field remedial action for the failure mode noted in this event. This field remedial action was reported to the FDA in april 2011. The distributor, (B)(4), was notified of the field remedial action involving this product by conmed corporation in april of 2011. Conmed is considering this complaint closed.

Event description:
It was reported, "infused 250 ml into patient within one hour could not set dial, the unit stayed wide open at any setting". There was no report of any patient injury associated with this incident.